Event description:
It was reported to philips that during the procedure, the system completely shut down. The user performed several restarts to resolve the issue. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.